Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no, corrected h3a device evaluated by manufacturer?: yes, previous h3b device not eval provide code: other, corrected h3b device not eval provide code: n/a, previous h3c if other provide code -explain: device not returned to manufacturer, corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the headlight was detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on an information gathered, defective parts (l50 - s/a upper cover with fork v3 ard368609996 and s/a lower cover with dimmer - l50 ard368608998) were replaced and device is back in usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient¿s treatment when the event occurrence. Based on an information gathered, the issue was found during inspection. The detachment of the light head is due to impacts or collisions (abnormal use). To prevent any similar incident, it is recommended to avoid the collisions between devices. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the headlight was detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.